Event description:
Patient infection. Ventral hernia. Mesh placed 2001. Non-healing sinus tract. Mesh removed almost six months later. Seroma had formed between mesh and expanded poly-tetra-fluoro-ethylene layers and become infected.